Manufacturer narrative:
Block g4 (premarket / 510(k) #) was corrected. Block e1: initial reporter's phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported events of stent partially deployed and stent first flange failure to expand. The stent was not returned for evaluation, and the delivery system functioned as intended during functional inspection. However, stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. The investigation concluded that additional observed event of handle break was most likely caused by procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: an electrocautery enhanced delivery system was received for analysis; the stent was not returned. Upon visual examination, the slider was observed to be detached from the handle and broken in half. Review of the provided x-ray images confirmed that the stent had been deployed, consistent with its absence from the returned device. Functional evaluation was performed by reassembling the slider components. The slider was able to travel from the 0 to the 4th position without restriction. Inspection of the inner sheath revealed no evidence of kinking or deformation. No additional abnormalities or malfunctions were identified with the delivery system. Additionally, the customer-provided photograph was reviewed; however, it was limited in quality and did not contribute further information to the analysis. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the IFU as a known possible adverse event related to the use of the device. Risk review: a risk review was completed and confirmed that the events of stent partially deployed and stent first flange failure to expand were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas during an endoscopic ultrasound (eus)-guided pseudocyst drainage procedure performed on (B)(6) 2025. During the procedure, the axios stent first flange was deployed. However, it did not open. The physician waited for some time, but the stent was only partially opened. The stent was removed partially deployed, and a different stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter's phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas during an endoscopic ultrasound (eus)-guided pseudocyst drainage procedure performed on (B)(6) 2025. During the procedure, the axios stent first flange was deployed. However, it did not open. The physician waited for some time, but the stent was only partially opened. The stent was removed partially deployed, and a different stent was used to complete the procedure. There were no patient complications reported as a result of this event.